Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee surgical procedure, it was discovered that the drilling attachment device would not spin when attached to the drill device. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device was functional. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device ran untrue and with the tool/gauge attached, it wobbled when it was run. It was further observed that the transmission shaft was broken. It was determined that although the reported complaint was not confirmed, the broken transmission shaft could cause the device to not spin (as reported by the customer); however, the complaint was not confirmed because the device was able to spin during testing. The assignable root cause was determined to be due to component wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.